Event description:
The applicator falls out 90% of the time - tampon [device deployment issue]. Strings break off- tampon [device breakage]. Case description: consumer reported via e-mail that tampon strings break off and the applicator falls out. No injury reported.